Event description:
The device was returned for sticky pins. Before testing, it was observed the fva pins had slight drag. The pump was able to infuse normally. However, an internal investigation was performed and signs of contamination were found on the fva pins. They were cleaned and the drag was resolved. Lip seals to be replaced.

Event description:
The following has been reported: biomed reported: when tubing is loaded, it says tube set loaded incorrectly even though it is loaded correctly and we updated it. The unit is on. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.